Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be an air leakage as the clinical staff used a wrong (incompatible) mask with air hole in noninvasive ventilation mode. There was no indication of a malfunction of the device. In consequence (correction) an additional ventilator was required to continue patient's ventilation. There was no patient or user harm reported.

Event description:
The report from hospital say: the patient was admitted due to acute myocardial infarction. After admission, the patient underwent percutaneous coronary intervention and was transferred to the ward for further rescue. On (B)(6) 2022, the nurse prepared the ventilator for the patients assisted ventilation according to the doctor's advice. The nurse correctly operated the machine according to the operating procedure. The nurse observed the operation of the machine and found that the machine showed that the ventilator tubing fell off and an alarm was given. Hamilton-c1 made in nov. 1, 2013